Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (sleep/wake button unresponsive; screen unresponsive; screen visibility) was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s ilet pump had a scratched screen that impeded unlocking and a rusting bottom housing, and a replacement pump and case were provided with return instructions and label. Symptoms included no reported changes in blood glucose. Outcomes included no reported clinical impact and no medical intervention. Investigation included review of the event details and replacement logistics. Investigation of this device revealed a damaged display surface and corrosion of the external housing consistent with wear or environmental exposure, with no indication of alerts or functional alarms. It was concluded, based on previously established findings for similar reports, that the cause was product wear and environmental exposure leading to external damage without patient harm.